Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.  The third party service agent will replace the system controller, user interface and power supply assemblies.  After proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
A third party service provider reported to physio-control that one of their customer's devices was unable to deliver defibrillation energy during testing. There was no additional information made available regarding the reported testing. There was no report of any patient use associated with the reported issue.